Manufacturer narrative:
Failure analysis for fiber 0010-2400-335a-(B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the metal cap exhibits severe detritus adhesion; the glass cap exhibits severe devitrification at the output window; the outer flow tubing exhibits moderate contamination, likely biologic. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Used surgical fibers were received from a user facility with no additional information provided. No reason for return or description of failure was provided or is available. There was no patient or user injury reported.